Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the "remaining insulin reading is incorrect". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/06/2015 with the following findings: a review of the pump¿s black box history showed that no activity related to the complaint was recorded. During testing, the pump performed a 10 unit normal bolus and a 10 unit audio bolus with no issues. The remaining insulin reading displayed the appropriate amount of insulin in the cartridge. The pump was primed until zero units remained in the cartridge and the pump emitted an empty cartridge alarm. The cartridge was removed and the cartridge was confirmed to be at zero units. The complaint that the remaining insulin reading was incorrect was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.